Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint was confirmed by failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site¿s instrument logs confirmed: event date 11/20/2024 on system (B)(6). The procedure name was a low anterior resection. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of damaged conductor wire insulation is attributed to component failure. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps had poor energization. The procedure was continued as planned with no reported injury.